Manufacturer narrative:
G4: 03nov2020 b4: (B)(6) 2020 upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #2031642-2020-03547 was submitted. All information are submitted under the initially reported MFR. Report #:2031642-2020-03547. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19oct2020.

Event description:
The biomed reported touchscreen not working in three different areas. The device is being sent to bench repair for evaluation and repair. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.